Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial# (B)(4), implanted:(B)(6) 2009, product type catheter; ubd: 15-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving intrathecal fentanyl and bupivacaine (concentration and doses unknown) via an implanted pump for non-malignant pain and cervical/neck. It was reported the patient¿s pump was removed 10 days ago due to the pump no longer working, it ran out of battery, and it was beeping for some time (¿three years ago or something¿). It was reported they were supposed to remove all the components, but the patient could feel that they left the catheter in and the tube that goes to pain pump. The patient could feel the catheter in his spine and could feel the cord that ran to the pump. He had been trying to reach the healthcare provider (hcp), left vm, and they would not respond to him. It was reported the patient was only (B)(6) and wanted to know if it was ok to leave the catheter in for the rest of his life. He was worried about having a catheter in because he was doing alternative medicine to manage his chronic pain-acupressure-which could press on the catheter and cause it to fracture or break. It was also reported the patient had read an article that said a 50 year old person's catheter was severed and got stuck in the intrathecal space. The other thing he was worried about was yoga. Up until now the patient¿s pain was so bad that it prevented him from doing anything major from yoga. He was now getting improvement in his range of motion and he was able to do more movement in his spine/yoga. He always tried to avoid hitting that area with the catheter, but it was one of the reasons why he wanted the catheter out as well as the pump so that he could use the mat properly because it provided so much pain relief. Physician listings were sent as the patient thought to make an appointment with a different hcp. The event date was asked and unknown. Additional information was received on 2019-dec-09 from a consumer indicated the doctor told the patient¿s father after surgery that part of the catheter had broken off and was still lodged in the intrathecal space. It was noted 10 days passed after surgery and healing went well and his scars were okay. The patient had spoken with a physician assistant (pa) from the hcp's office and was told that "no, the catheter was not connected and broke off somewhere around where it comes around and plugs in to pump and was no longer connect to the spinal cord." The patient was approved to return to activities such as yoga and on (B)(6) 2019 he practiced yoga and "all of the sudden the area where the catheter was had swollen up to an enormous amount." The patient was upset that he felt like he was told conflicting information. The patient confirmed that he had reached out to the hcp¿s office and was waiting for a response. No further complications were reported.